Event description:
Pt underwent left total hip arthroplasty on (B)(6) 2010. Post-op she did well. Until the last 1-2 months when she started having increasing left leg pain plus swelling. A CT showed a mass in her pelvis compressing the femoral vein, that appeared to be connected with her hip and fluid filled. It was thought to be a reaction from metal hypersensitivity because she has a modular neck prosthesis with cobalt chrome neck. It was noted that she has a similar appearing mass on her right side where she had a total hip in the for 15 yrs, but the right side mass is not near the size of the left side mass. She was readmitted (B)(6) 2012 exploration of the left hip with revision of the femoral component of the total hip prosthesis. Multiple attempts were made to reach around the anterior portion of the iliac wing to palpate the mass. General surgery was consulted. It was decided to do a laparoscope after the revision was completed. Add'l info from u/f report: findings: the prosthesis appeared to be well ingrown. She has excellent bone. The mass was fluid filled. Very last left psoas complex. The right psoas complex was slightly enlarged. Very large, very firm white mass behind the psoas muscle that appeared to be old necrotic muscle present. There was no obvious abscess. She did well post-op and she was discharged home in stable condition (B)(6) 2012.

Manufacturer narrative:
(B)(4). Add'l info from u/f report: (B)(4) 2012, (B)(4) 2012. Stryker orthopedics. Rejuvenate modular neck -127 degree /132. (B)(4).